Manufacturer narrative:
The pump passed all functional testing including the self-test, active current measurment, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over/under delivery anomaly noted during testing. Per mark freger (r&d software engineer) (the analysis portion below contained highlight, below is insulin delivery analysis for 11.26.2023. Below is the list of all boluses programming by user ( food boluses). All user programmed boluses were successfully delivered. 11/26/2023 10:16:10.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), normalbolusamountprogrammed: 72000 (7.2 u), bolusamountdelivered: 72000 (7.2 u). 11/26/2023 11:22:47.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), normalbolusamountprogrammed: 41250 (4.125 u), bolusamountdelivered: 41250 (4.125 u). 11/26/2023 13:01:03.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), normalbolusamountprogrammed: 68500 (6.85 u), bolusamountdelivered: 68500 (6.85 u). 11/26/2023 13:52:38.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1glucosecorrection (6), normalbolusamountprogrammed: 130250 (13.025 u), bolusamountdelivered: 130250 (13.025 u). 11/26/2023 17:48:24.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), normalbolusamountprogrammed: 57750 (5.775 u), bolusamountdelivered: 57750 (5.775 u). 11/26/2023 20:18:26.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), normalbolusamountprogrammed: 32750 (3.275 u), bolusamountdelivered: 32750 (3.275 u). The total amount of insulin delivered by food boluses was 7.2+4.125+6.85+13.025+5.775+3.275= 40.25u. During the day, the pump was in auto mode and delivered auto and micro boluses based on sg value and cl1 algorithm. Pump successfully delivered 88 auto boluses. The total amount of auto boluses = 98.550u (from the attached), so, the total amount of boluses is 98.55+40.25=138.8u ¿ it exactly matches to dailytotals. Pump successfully delivered 169 micro boluses in total amount of 25.05u ¿ it exactly matches to dailytotals 11/27/2023 00:00:00.000 dailytotalsg670 (63), eventtype = 63 sourceid = 128 historyrecordlength = 119 systemtime = 11/27/2023 00:00:00.000 dailytotalcollectionstarttime: 11/26/2023 00:00:00.000 coveredduration: 1440 => { covereddurationvalue: 1440 flag: false (0) } numberofmeterbgs: 3 averagemeterbg: 366 mg/dl. Lowmeterbg: 299 mg/dl. Highmeterbg: 402 mg/dl. Bgstandarddeviation: 47 mg/dl. Dailytotalofallinsulindelivered: 1638500 (163.85 u), dailytotalofbasalinsulindelivered: 250500 (25.05 u), percentageofdailytotaldeliveredasbasalinsulin: 15, dailytotalofbolusinsulindelivered: 1388000 (138.8 u). Conclusion: the pump accurately delivered insulin during 11.16.2023 as per user programming and cl1 algorithm. Thanks, -(B)(4). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a scratched case. Allegation for the pump giving incorrect amount of insulin after settings were checked was not confirmed during full functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported mismatch between insulin delivery and the amount of insulin given in settings. Troubleshooting was performed and found mismatch was conformed. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the pump will be returned for analysis.